Manufacturer narrative:
(B)(4). Batch # m52m6y. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a vats procedure, device was stuckel after second firing. There were no patient consequences. This is all the details known/available regarding the event.

Manufacturer narrative:
(B)(4). Additional information received: the device will not be returned.